Event description:
It was reported that a pt receiving v.a.c. Therapy had white foam "stuck" in the wound bed that had to be removed by a surgeon. The white foam was removed with forceps at the wound center at the bedside. There were no signs of infection when the foam was removed.

Manufacturer narrative:
Additional info provided indicates that the pt had been on v.a.c. Therapy for several months and was discharged from the hospital over a weekend. On monday, the home health agency went to the pt's house to perform the first dressing change. The home health agency could not remove a piece of versfoam. V.a.c. Therapy was held and normal saline dressing changes were utilized until the pt was seen in the wound care clinic on wednesday. There was no incision and debridement required to remove the foam, it was removed with forceps at the bedside. V.a.c. Labeling states: "count the pieces of foam and annotate the total number in the patient's chart. Also annotate on drape with permanent marker".